Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during dwell 2/4. The technical service representative (tsr) explained the alarm and instructed the home patient (hp) cycle power. The hp stated a se 2367 alarmed. The tsr advised the hp to cycle power again. The hp stated she found that one of the supply lines had disconnected from a supply bag. The tsr advised the hp to use manual supplies to complete therapy. The tsr also advised the hp to contact the peritoneal dialysis nurse (pdrn) the following morning regarding the alarm. On (B)(6) 2010 product surveillance spoke with the hp who stated she did not know how the spike came out of the bag. The hp stated she set up as normal and believed she spiked the bag properly. The hp confirmed she hasn't had any other problems with therapy and stated there were no adverse events from this incident. The hp stated she had discarded the sample but provided the lot number. There was no injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. A batch review will be performed for the lot number provided. Should additional information become available, a follow up MDR will be sent.

Event description:
The lay user/patient contacted lifescan alleging the meter has black ink spots in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The product sample was not available; therefore, this complaint was not confirmed. However, the most likely cause of the system error 2240 (air-in-line) is due to air being sucked into the disposable after one of the supply lines had disconnected from a supply bag. Batch record review was conducted, results of the review were acceptable, and there was nothing noted during the review that appeared to contribute to the complaint. Baxter has also conducted a trend review and found that similar reports have been received for the reported problem. CAPA investigation (B)(4) has been opened to further investigate root cause.